Event description:
The customer stated he lost consciousness while he was in the shower due to low blood glucose levels. The customer was taken to the hospital and was treated for hypoglycemia. No blood glucose reading was reported. The customer stated he did not eat anything, which is why his blood glucose levels dropped. The customer also stated the insulin pump got wet due to him collapsing in the shower. The customer was advised to discontinue using the insulin pump due to the risk of moisture damage.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No moisture damage noted.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No moisture damage noted.